Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Street address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port hub cracked. The following information was provided by the initial reporter: IV tubing cracked and broke prior to the insertion attempted to attach syringe for blood draw and pink top cracked and unable to use. Needed to pull and start a different IV in a different location 1. Could you please provide a further description of the issue? Description in file already sent. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? Date in file already sent. 3. What was the impact to the patient? IV had to be pulled and patient accessed again. 4. When was this defect observed? During or before use? 4. When was this defect observed? During or before use? Right after insertion. 7.could you please confirm if the issue was with the extension tubing or the catheter? At the hub at the end of the tubing. 5. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? Address for return in email attached. 6. Can you please provide the lot number associated with reported issue? Per file previously attached, there was no lot number reported. 7. Could you please confirm if the issue was with the extension tubing or the catheter?

Event description:
No additional information.

Manufacturer narrative:
Initial reporter information updated in e tab. Investigation results: the complaint of a damaged luer adapter was confirmed and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was returned for investigation. The sample exhibited evidence of use. The pink luer adapter was deformed at the threads, which would have prevented a proper luer connection. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.